Manufacturer narrative:
Being the device still implanted into the patient, a device inspection could not be possible. Furthermore, the serial number of the implanted valve was not provided. Consequently, no further investigation could be performed. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. Therefore, this event is a known, inherent risk of the procedure; however, since no information was shared regarding the patient's pre-existing conditions and no further investigation could be performed, the root cause of this event remains unknown and the event is reported in a conservative manner. Device not explanted.

Event description:
On (B)(6) 2017, the patient received a percival pvs27 to replace the native stenotic aortic valve (highly calcified). The percival was successfully implanted and the patient was in sinus rhythm five days post operatively, a total av block occurred and pacemaker was implanted.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. The device remains implanted in the patient, therefore no further device inspection could be possible. Based on the review of the information received by the hospital, and the surgeon's judgment on the event, the root cause of this event is deemed as not device-related. Moreover, as the device remains implanted, there is no information to suggest that the event was related to a failure of the device. According to the operational report provided, the patient experienced cardiac disorder requiring a temporary cardiac pacemaker at the time of the device implant (on (B)(6) 2017). Moreover, the pre-operative echocardiogram showed an av block I. These conduction disorders were not recovered thus requiring a permanent pacemaker implant.

Event description:
On (B)(6) 2017, the patient received a perceval pvs27 to replace the native stenotic aortic valve (highly calcified). The perceval was successfully implanted and the patient was in sinus rhythm five days post operatively, a total av block occurred and pacemaker was implanted. The patient¿s preoperative ECG shows sinus rhytm, left axis deviation, 74/min, no ischemia signs, av-block I° 300msec. The surgeon has not identified any direct early operative correlation between the device and the postoperative av-block with the indication for pacemaker implantation.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. The device remains implanted in the patient, therefore no further device inspection could be possible. Based on the review of the information received by the hospital, and the surgeon's judgment on the event, the root cause of this event is deemed as not device-related. Moreover, as the device remains implanted, there is no information to suggest that the event was related to a failure of the device. According to the operational report provided, the patient experienced cardiac disorder requiring a temporary cardiac pacemaker at the time of the device implant (on (B)(6) 2017). Moreover, the pre-operative echocardiogram showed an av block I. These conduction disorders were not recovered thus requiring a permanent pacemaker implant.

Event description:
On (B)(6) 2017, the patient received a perceval pvs27 to replace the native stenotic aortic valve (highly calcified). The perceval was successfully implanted and the patient was in sinus rhythm five days post operatively, a total av block occurred and pacemaker was implanted. The patient¿s preoperative ECG shows sinus rhytm, left axis deviation, 74/min, no ischemia signs, av-block I° 300msec. The surgeon has not identified any direct early operative correlation between the device and the postoperative av-block with the indication for pacemaker implantation.